Event description:
The customer alleged that the display was defective. The device was returned and on investigation it was found that the display was broken due to a mechanical impact. It was broken in a way that could lead to misinterpretation of insulin amounts.

Manufacturer narrative:
The event happened in (B)(6). The problem mentioned by the customer is related to mishandling of the product by the customer. It was found that the display was broken due a a mechanical impact.